Event description:
On 9/24/96 pt was scheduled for an egd with esophageal banding. The ligator was prepared and loaded onto the endoscope as per MFR's instructions. The esophageal varix was located, suctioned into the adapter and a rubber ligator was deployed. A second band was deployed but did not attach around the varix as needed. Physician attempted to push the endoscope past the 1st band without success. It was noted by physican that the varix first banded, did not look usual. After it was determined that he could not pass the endoscope past the first banding. The attending endoscopist consulted a surgeon. The procedure was terminated. The endoscope removed. A nasogastric tube was placed down to the 30 cm mark. The endoscopist had determined ng tube placement prior to removing endoscope. The first band was placed at 35cm.